Event description:
Pt calls to follow up on report. Pt states that he went in for an ercp to have stents removed and the doctor put in another stent. Pt states that the doctor lost his medical records.

Event description:
Pt called to report that stent got loose and left inside his body during bile duct procedure done in 2003. He stated that he was never told that the stent was left inside his body, and he ended up with colongitis, pain and scar tissue. In 2007 he did surgery to remove the stent, but they could not remove it. He was put on medication for the pain and infection. He also mentioned that he has gotten elevated liver enzyme and kidney problem. Pt was not able to provide any device identification information.